Manufacturer narrative:
(B)(4): a review of all batch record documents for potentially associated lot numbers h13j29038 and h13k14046 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analyses could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for lot numbers h13j29038 and h13k14046. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Eleven days later, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated with unknown intravenous (IV) antibiotics (dose and frequency not reported) for peritonitis. At the time of this report, the pt remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.